Event description:
It was reported that the left ventricular [lv] lead was not capturing. It was also reported that the lv lead had high threshold measurements and the device had been programmed at high output. The lv lead was capped and replaced; the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.